Manufacturer narrative:
.

Event description:
A customer contacted baxter's technical service center regarding feeling overfilled in dwell 1/4 during peritoneal dialysis therapy using a homechoice device. The initial drain volume was 7ml; the last fill volume was 2000ml. The baxter technical service rep (tsr) assisted in putting the home patient into a manual drain. The home patient had a check your position alarm and low drain volume alarm during the therapy. The therapy parameters were continuous cycling peritoneal dialysis/intermittent peritoneal dialysis (ccpd/ipd), total volume = 10000ml, therapy time = 9:00 hrs, fill volume = 2000ml, last fill volume = 2000ml, dextrose = same, initial drain alarm = 1400 ml. The home patient stated she did not bypass the low drain volume alarm or any drain cycle. Tsr put the home patient into a manual drain and drained 4171 ml. Tsr then bypassed the home patient into drain 1. During a follow up call to the home patient's nurse, the nurse stated that the patient had not reported this incident to the clinic, but had visited the clinic since the time of this report. The patient received a kidney transplant in 2007. The patient's new kidney was not functional and the patient returned to pd two days before the overfill complaint was reported. The patient's fill volumes have been reduced since this incident because, the patient had complained to the nurse of slight discomfort (but not overfill). The nurse said, this may be because the patient is still healing from surgery. The patient's fill volumes will be gradually raised as the patient heals. The nurse stated, she had no input as to the cause of the reported overfill, but, she did not want the device to be returned for evaluation as patient has successfully been using the device since that time. There was no patient injury.